Event description:
It was reported that at attempting to implant the left ventricular lead the vessel tapered down at the target which caused dislodgement or phrenic nerve stimulation (pns). The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis findings revealed no anomalies. However, there was blood/body fluid on the distal conductor (not obstructed).